Event description:
Imprecise and discrepant out of range qc results were obtained on multiple methods on the dimension xpand system. It is unknown if patient result was reported to physicians while qc was out of laboratory ranges. There is no indication that physicians questioned any results that may have been reported while qc was out of range. It is unknown if patient treatment was altered or prescribed on the basis of the results obtained while qc was out of range. There was no report of adverse health consequences as a result of results obtained while qc was out of range.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant out of range qc results misalignment of the r2 probe transducer. A siemens healthcare diagnostics customer service engineer was dispatched to the site and preformed the repair and other maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.